Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 07.702.040s, lot # 9m53324, manufacturing site: (B)(4), release to warehouse date: 10 jun2020, expiration date: 01 dec2022, supplier: osartis gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for left trochanteric femur fracture with the cement. During the surgery, the surgeon had a difficulty to inject a cement compared to usual because the bone quality was good, so the surgeon injected the cement with considerable pressure. Intraoperative CT images confirmed that the cement flowed outward at the time of injection and partially leaked from the fracture line. The surgery was completed successfully. On (B)(6) 2021, postoperative CT images confirmed that inflow of cement into the vein. The patient is stable and has been discharged from the hospital on (B)(6) 2021. No further information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).